Manufacturer narrative:
Com code: (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified and non tortuous lesion in the mid lad with 95% stenosis. Initially the device was not inspected. Negative prep was not performed. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The lesion was pre-dilated. The physician observed that the device had difficulty in crossing the left main coronary artery. The device did not pass through a previously deployed stent. Resistance was observed and excessive force was not used. The device could not be delivered and upon withdrawal of the device it was reported that the stent was deformed. The procedure was completed with another drug eluting stent and there was no injury to the patient reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the delivery system balloon between the inner shaft markers as per specifications requirements. The 12th, 14th and 15th distal stent wraps were deformed with raised struts. The sheath or stylette did not return with the device. The inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was damaged. If information is provided in the future, a supplemental report will be issued.